Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was implanted with a neurostimulator. It was reported that the hcp saw the patient in his practice and the patient complained of battery bothering her when she sat down. The hcp discovered the battery was protruding through the skin. It was noticed the battery partially coming out of the pocket of the patient buttock. The hcp did an unplanned emergency surgery to remove the entire battery and lead. The issue was resolved at the time of the reported. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received as patient weight was still unknown on asking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.